Event description:
Customer alleged that the head hi-low is drifting down.

Manufacturer narrative:
Customer found the emergency trend valve causing this issue. Customer replaced the emergency trend valve and this resolved this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.